Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) (batch no. 620731, 620732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction, anxiety, depression, hyperlipidemia, leukocytosis, morbid obesity and nicotine dependence. Concomitant products included ascorbic acid, bupropion hydrochloride (wellbutrin), multivitamins, combinations and zolpidem tartrate (ambien). On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fear ("scared"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("uti"), urinary incontinence ("bladder or urinary problems or changes bladder leakage"), dysmenorrhoea ("dysmenorrhea (cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary incontinence and abdominal pain had resolved, the genital haemorrhage, fear and dysmenorrhoea outcome was unknown and the cystitis and urinary tract infection was resolving. The reporter considered abdominal pain, cystitis, dysmenorrhoea, fear, genital haemorrhage, menorrhagia, pelvic pain, urinary incontinence, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and medical record received: lot number, new events- abnormal bleeding (vaginal), menorrhagia, infection replaced with (bladder infection and uti), bladder or urinary problems or changes bladder leakage, dysmenorrhea (cramping), abdominal pain, concomitant drugs, other relevant history, lab data event outcome recovered / resolved for pelvic pain, abdominal pain, abnormal bleeding (vaginal), menorrhagia, bladder problem and recovering / resolving for infections were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection") and fear ("scared"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, infection and fear outcome was unknown. The reporter considered fear, genital haemorrhage, infection and pelvic pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 7-jun-2018: reporters added. Added event scared. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in a female patient who had essure (ess205) (batch no: 620731, 620732) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction, anxiety, depression, hyperlipidemia, leukocytosis, morbid obesity and nicotine dependence. Concomitant products included ascorbic acid, bupropion hydrochloride (wellbutrin), multivitamins, combinations and zolpidem tartrate (ambien). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fear ("scared"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("uti"), urinary incontinence ("bladder or urinary problems or changes bladder leakage"), dysmenorrhoea ("dysmenorrhea (cramping"), abdominal pain ("abdominal pain"), ovarian cyst ("cysts") and bladder prolapse ("having her bladder repaired as it has dropped quite a bit"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary incontinence and abdominal pain had resolved, the genital haemorrhage, fear, dysmenorrhoea, ovarian cyst and bladder prolapse outcome was unknown and the cystitis and urinary tract infection was resolving. The reporter considered abdominal pain, bladder prolapse, cystitis, dysmenorrhoea, fear, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, urinary incontinence, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs and social media received. Reporter information added. Events : cysts, having her bladder repaired as it has dropped quite added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and infection ("infection"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and infection outcome was unknown. The reporter considered genital haemorrhage, infection and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available. It will be provided on a supplemental report.